Event description:
During an interogation, the programmer remained frozen on the following message: "identification of the device succeeds" with scrolling blue squares.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During an interrogation, the programmer remained frozen on the following message: "identification of the device succeeds" with scrolling blue squares.